Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/21/2017. Device returned to manufacturer?: yes. The product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a 12x magnification. It was seen that the lens was prepared for use. Stain material is present on both sides of the lens. A hair was not found nor identified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that hair was found on a zxt225 16.0 diopter intraocular lens (iol) when it was being taken out of it's packaging. There was no patient involvement. No additional information was provided.